Event description:
It was reported that post op of a robotic gastric sleeve procedure that slr was used across multiple firings. Intra op edg was done with no indications of bleeding. Nothing presented as being a bad staple line. Patient returned to the operating room with blood in their belly. Surgeon was unable to find any active bleeding. Blood was drained from the patients belly. Patient currently fine, patient has been discharged.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why does the surgeon believe that the slr buttressing caused or contributed to the post op bleed? Was the bleeding intraluminal or peritoneal? Was there any additional surgical intervention provided outside of drainage? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. Additional information was requested and the following was obtained: the surgeon had recently began using slr and claims that the only thing he had changed in his sleeve gastrectomy was the slr from seamguard. I have not been told indefinitely that the bleeding even came from the staple line as there was no active bleed when they went back in later that night. There is no additional information at this time.